Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required hospital admission. The target nodule was in the right lower lobe (rll) on the pleura and was suspected to be a neurogenic tumor. The procedure was completed as planned with no delays. Upon waking up from anesthesia, the patient complained of mild chest pain and shortness of breath, and a chest x-ray was performed. A small to moderate-sized pneumothorax was identified. The patient was given 2 liters per minute of oxygen and mild analgesics for the chest pain. Serial chest x-rays were performed, and the pneumothorax size did not grow over time. The patient was admitted to the hospital for 5 days for monitoring and supportive care; however, the patient did not require any chest tube or major intervention. The physician believed the pneumothorax was not ion-related, the cause was attributed to the target nodule location, and it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The physician reported that the cause of the event was due to the target nodule location. System logs were not available for review at this time.